Manufacturer narrative:
The implant remains in the patient. The identifying lot number was not provided; therefore, a review of the device history records could not be performed. The root cause could not be determined at this time. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported a postoperative radiograph revealed a set screw backed out at c2.